Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2021 at 9:00 am. The patient manages his diabetes with a fixed dose of basaglar insulin (10 units daily). The patient denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient reported that on (B)(6) 2021 at 7:00 am, he developed symptoms of ¿dizziness and sleepiness¿; symptoms he associated with low blood glucose. In response to the symptoms, the patient claimed he tested his blood glucose with the subject meter and obtained an alleged inaccurate high reading of ¿170 mg/dl¿; the patient claimed did not know why the reading would be high as he had not eaten. Despite the elevated reading, the patient claimed he treated himself with food (bread) to bring up his sugar. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips had been stored correctly and the correct testing process was being followed. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.